Manufacturer narrative:
(B)(4). Date of event: event occurred in 2016. Implant date: implant date is unknown, however, it is known to have occurred in (B)(6) 2006. Explant date: explant date is unknown, however, it is known to have occurred in 2016. Concomitant medical products: unknown nexgen articular surface, catalog #: unknown, lot #: unknown, unknown nexgen tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02630, 0001822565-2018-02633, 0001822565-2018-02634. Product location unknown.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient was revised on an unknown date due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: date of event - (B)(6) 2016. Explant date: (B)(6) 2016. Concomitant medical products - 0001822565-2018-02634 is being removed as the tibial tray was found to not have been revised during this procedure.